Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was experiencing single beeping on a single port. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Controller log files were not available for analysis. As a result, the reported event could not be confirmed. A power source lubrication procedure was performed on the associated power sources to mitigate the reported conditions and the device remains in use. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported beeping events can be attributed to momentary disconnections between the controller and batteries, which result in an audible tone. If information is provided in the future, a supplemental report will be issued.